Event description:
The customer reported that 3 drops of clear fluid leaked from the hmx autoloader during probe wash while running "latron". The leak was confined within the instrument. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the rinse block (rb1) was misaligned and he aligned it to resolve the issue. (B)(4).